Event description:
It was reported there was intermittent inability to charge and discharge. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device failed to charge and discharge intermittently. The reported failure occurred outside of use and no patient or user harm was alleged.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. Because the device is out of warranty, cannot be repaired, and was returned to the customer, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was out of warranty and cannot be repaired. The customer was advised to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: the customer was advised their device was out of warranty and cannot be repaired.